Manufacturer narrative:
(B)(4). Device history record batch card for the complaint lots were reviewed, and passed the qa inspection. (B)(4) pieces of samples were returned for investigation. Based on complaint description, users have found particles of filament (or small pieces) of silicon in several catheters. Returned samples were carefully review using naked eye showing no abnormality. All other components were intact and in good condition other than the presence of small pieces of silicone along the catheter. (B)(4) samples contain visible traces of silicone along the catheters. All catheters were than further investigated using the dino-lite under 60x magnification and found out that (B)(4) of the catheters were affected. The remaining (B)(4) catheters were found to be clean. Based on the investigation conducted, (B)(4) samples were found to have silicone filament along the catheter. The correction action will be address through (B)(4) for further analysis. Therefore, this complaint is confirmed, as stated.

Event description:
Reported event: that: particles, filament or small pieces of silicon were found on several catheters of several lot numbers of size 16. All lot numbers concerned have been quarantined. The patient condition was reported as fine.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Reported event: that: particles, filament or small pieces of silicon were found on several catheters of several lot numbers of size 16. All lot numbers concerned have been quarantined. The patient condition was reported as fine.